Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
The patient reported the pump was no longer working and alarming. The pump had normal saline in it at this time. The patient said all the medication (dilaudid and an unknown drug) was taken out because the pump battery stopped and the patient detoxed. The concentration, dose, and lot numbers were unknown. The patient said the battery only lasted three months. The patient wanted the pump explanted. The patient wanted to know if she should go to the emergency room (ER) to have the alarm silenced or go to an out of network provider. The patient was hearing an alarm from the pump, and someone sitting next to her in a car heard the alarm. The patient said the alarm was hard to describe. Indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The cause for the alarm/pump not working, actions/interventions, and outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.